Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pumps pressure is causing too much fluid in the patients joint, swelling occurred in the area they were operating.

Manufacturer narrative:
Alleged failure: case (B)(4), (B)(6), or, issue: the pumps pressure is causing too much fluid in the patients joint, (B)(6). Swelling occurred in the area they were operating. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) inflow cassette not properly inserted 2) improper joint level 3) user settings 4) improper joint level the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pumps pressure is causing too much fluid in the patients joint, swelling occurred in the area they were operating.